Event description:
The device was received for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the cannula of the 120 cm outback re-entry catheter was thrown one time inside of the patient and would not retract back. The physician was able to partially retract the cannula and remove it from the patient without causing damage or issues to the patient. A second outback was used without issue. There was no reported patient injury. An adequate continuous flush was maintained through all devices. The intended lesion was the sfa, with mild calcification, no tortuosity, no chronic total occlusion, and no in-stent restenosis. The approach taken at the access site was antegrade. A non-cordis .014 guidewire was used, and no difficulty was encountered with the guidewire. The device was straight prior to loading, and the guidewire was ultimately loaded successfully. The needle/cannula was fully retracted prior to insertion of the wire, and the cannula actuated smoothly. The guidewire was not kinked or bent, and there was no damage to the guidewire when the product was removed. The guidewire was not used previously in the procedure, and there was no damage or anomalies noted to the outback prior to use in the patient. All preparation steps were performed without issue, including flushing the ports, using heparinized saline, verifying cannula actuation outside of the patient, and holding the catheter in a straight orientation during preparation. There were no issues noted when deploying/retracting the cannula/needle during prep, and the needle was confirmed to be fully retracted before inserting the device into the procedural sheath. No resistance or friction was experienced while advancing the outback catheter over the wire, and no difficulty was experienced while tracking the device to the lesion. No abnormal force was required during the procedure. The stored torque in the catheter shaft was released before attempting to deploy the cannula/needle, and the guidewire was retracted from the distal tip at least 5 cm before attempting to deploy the needle. A non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. The product was unpacked to proceed with the evaluation. During the visual inspection, a kink or bend was observed approximately 17.0 cm from the distal tip. The unit was returned with the cannula needle fully deployed, and the handle slider was in a non-retracted position. No other anomalies were identified during the visual inspection. A dimensional analysis was performed to measure the cannula deployment and the usable/working length of the catheter. All measured values were confirmed to be within specification. A functional test was conducted to evaluate the unit. During testing, the handle slider was actuated to retract the needle cannula, but the cannula did not retract as expected. The slider was tested by actuating it back and forth, and while no mechanical anomalies were observed in the slider¿s movement, the needle cannula remained deployed. X-ray analysis was performed with a focus on the area where the shaft was kinked or bent. The resulting image showed a separation on the cannula of a cto unit, located distal to the marker band, along with a nearby kink in the shaft. Sem analysis confirmed that the metallic components had previously been bonded with adhesive. Evidence of residual adhesive, material transfer, and the kink in the shaft suggests that mechanical stress contributed to the separation. These findings indicate that the material was subjected to mechanical handling or tensile forces, leading to the observed separation of components. The reported ¿cannula/needle-retraction difficulty¿ was observed during the product analysis and this was a result of the malfunction ¿cannula/needle-fractured/separated¿ that was seen during microscopic analysis. The separation to the cannula broke the connection between the slider and the needle, which is why the needle would not retract. The exact cause of the kink, separation and subsequent retraction difficulty cannot be determined however, continued use of the device against resistance may be the contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿"if resistance is felt during deployment, do not apply unnecessary forward push on the outback® elite re-entry catheter. It may result in damage to the cannula tip and/or separation of the cannula tip. Ensure proper function of the outback® elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence as defined in ¿3¿ above. Maintain gentle forward pressure on the outback® elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback® elite re-entry catheter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the cannula of the 120 cm outback re-entry catheter was thrown one time inside of the patient and would not retract back. The physician was able to partially retract the cannula and remove it from the patient without causing damage or issues to the patient. A second outback was used without issue. There was no reported patient injury. An adequate continuous flush was maintained through all devices. The intended lesion was the sfa, with mild calcification, no tortuosity, no chronic total occlusion, and no in-stent restenosis. The approach taken at the access site was antegrade. A non-cordis .014 guidewire was used, and no difficulty was encountered with the guidewire. The device was straight prior to loading, and the guidewire was ultimately loaded successfully. The needle/cannula was fully retracted prior to insertion of the wire, and the cannula actuated smoothly. The guidewire was not kinked or bent, and there was no damage to the guidewire when the product was removed. The guidewire was not used previously in the procedure, and there was no damage or anomalies noted to the outback prior to use in the patient. All preparation steps were performed without issue, including flushing the ports, using heparinized saline, verifying cannula actuation outside of the patient, and holding the catheter in a straight orientation during preparation. There were no issues noted when deploying/retracting the cannula/needle during prep, and the needle was confirmed to be fully retracted before inserting the device into the procedural sheath. No resistance or friction was experienced while advancing the outback catheter over the wire, and no difficulty was experienced while tracking the device to the lesion. No abnormal force was required during the procedure. The stored torque in the catheter shaft was released before attempting to deploy the cannula/needle, and the guidewire was retracted from the distal tip at least 5 cm before attempting to deploy the needle.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the cannula of the 120 cm outback re-entry catheter was thrown one time inside of the patient and would not retract back. The physician was able to partially retract the cannula and remove it from the patient without causing damage or issues to the patient. A second outback was used without issue. There was no reported patient injury. The device is expected to be returned for evaluation.